Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be insufficient drain as one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4230ml. The fill volume is 2500ml. This meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance notified the nurse of the event. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.